Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/7/2025, an email was received by the support team requesting an agent to contact patient to schedule additional training, as patient is nervous about blood glucose (bg) dropping too low and sometimes pretreats lows. The lowest bg reported was 53 mg/dl which was corrected by eating raisins and drinking juice. Follow up information indicated that the agent educated patient on avoiding overcorrection, reviewed glucose alerts and their meanings, and when to act. Patient understood and had no further questions. Bg was 209 mg/dl at end of call. Recent report showed only two short lows over two days was added to the case files. No symptoms reported during the event, and the patient was not out of bg range in 90+ minutes. No medical intervention was required at the time of call.